Manufacturer narrative:
(B)(4). Date sent: 09/30/2020. Additional information received: the patient was discharged from the hospital on (B)(6) 2020. Colostomy closure is scheduled within the year.

Manufacturer narrative:
Pc (B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: the re-operation date was august 25th. The patient is in the hospital. Three weeks have passed since the operation, but the drain is still in place. Additional information was requested, and the following was received: "what were the indications for surgery? => no further information is available. What surgical procedure was performed? => a laparoscopic low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? => no further information is available. Were there any issues experienced with the device in the initial surgical procedure? =>no. What healthcare professional fired the device and what is his/her experience with the device? => no further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => no further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information is available. Were there any issues with device use/firing? =>no. What confirmation was received that the device completed the firing sequence? => no further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? => no further information is available. Was there any difficulty removing the device? => no. Was a complete transection of the white breakaway washer visually confirmed? =>no further information is available. Were the donuts inspected? =>no further information is available. If so, please describe. Were there any issues noted with staple formation? =>no further information is available. If so, please describe the shape and location. Was a leak test performed? =>no further information is available. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? =>no further information is available. How many days postoperative did the leak occur? => 2days. How was the leak identified? => no further information is available. What was observed at the site of the leak upon reoperation? => the staples on a quarter of the anastomosis site were unformed. It was also confirmed that several formed staples fell off inside the pelvis. How was the leak addressed? =>colostomy was performed to stop leakage. What is the current patient status?=> the patient is in the hospital, and the drain is still in place as of sep 18." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a laparoscopic low anterior resection, leakage occurred the night after the surgery. CT was taken, and it was found the staples on a quarter of the anastomosis site were unformed. It was also confirmed that several formed staples fell off inside the pelvis. The device had no problem during use. The donuts were created properly. Psee60a loading ecr60d was used for dst anastomosis. Colostomy was performed to stop leakage. The patient stays in the hospital. The drain is placed to follow up the patient. No further information is available.